Event description:
A physician reported that the device migrated out of the incision the same day as implant. The incision was closed with dermabond. The physician also noted that in discussion with colleagues he heard from one colleague that he had one migration, and from another colleague that he had three migrations. No further details are available, and the device statuses are unknown. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).